Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed in the nozzle could not be identified and the root cause of the issue could not be determined, as there was no device deformation observed than might contribute to the retention of foreign material and it was confirmed that the facility device reprocessing was implemented in accordance with the IFU, however, the issue was likely the result of insufficient cleaning/reprocessing. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". Inspection of entire endoscope ¿8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. Inspection of objective lens surface cleaning function inspection of water supply ¿1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Event description:
The company representative on behalf of the customer reported to olympus that the evis exera iii colonovideoscope displayed a noisy image (horizontal lines) and black dots were reflected. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, a foreign object was found in the nozzle. This report is being submitted for reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was partially confirmed; due to damage on the charged coupled device, a noisy image occurred. In addition to the foreign object found in the nozzle, the evaluation findings are as follows: due to wear of angle wire, bending angle in the upward direction did not meet standard value, the adhesive on the bending section cover had a chip, the suction cylinder was deformed, the suction cylinder was shaved, due to the suction cylinder being shaved, suction volume did not meet standard value the objective lens was dirty, the light guide lens was dirty, the plastic distal end cover had a scratch, the connecting tube had a scratch, due to dirt on the objective lens, there was a lack of image on the monitory, due to dirty on the objective lens, the image had a stain, the scope cover unit had a scratch, the scope connector had a scratch and corrosion, the protector of the universal cord on the scope connector side had a scratch the universal cord had a scratch, the forceps channel was shaved, the flexibility adjust ring had a scratch, the scope cover had a scratch, the switch box had a scratch, the air/water cylinder had corrosion, the "up/down" knob had corrosion, the forceps elevator knob had a scratch, the "up/down" knob had a scratch, the "right/left" knob had a scratch, the control unit had a scratch, and the grip had a scratch. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer did not know what the foreign material consisted of. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer flushed the air/water nozzle with air. There were no abnormalities with the accessories used for reprocessing. The customer did wipe/brush the air/water nozzles with clean lint-free cloths, brushes or sponges. The customer flushed the air/water nozzle with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.